Event description:
To or for vaginal hysterectomy and bladder neck suspension. The eye of the needle broke off into the operative field and lodged in the tissue. X-ray confirmed and decision was made to leave the tiny metallic fragment in the pt adjacent to the left pubic bone.